Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.168.275s, lot 1l16889: manufacturing site: grenchen. Release to warehouse date: august 20, 2018. Expiry date: august 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Hardware removal and surgical/medical intervention required. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to implant cut-out. Initially, the patient underwent osteosynthesis where the femoral neck system (fns) had been applied on (B)(6) 2019, due to femoral neck fracture. A revision was done in which the fns implants were replaced to an artificial bone head. In was noted the bone quality was bad and an artificial bone head had already been inserted on the other side of the femur, thus, osteosynthesis might have been difficult. Patient outcome was unknown.  Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1); unknown locking screw (part# unknown, lot# unknown, quantity unknown).  This is report 1 of 2 for (B)(4).